Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that mold stains were formed under the connector/swivel. The product was washed according to the instructions with a mild detergent solution and finally rinsed with nacl. The cannula was changed several times a week, so one cannula was not in use for several days at a time. The connectors on the latest cannulas are also different from previous ones and have already caused air leaks. There was no immediate danger to the patient, however mold spores in the respiratory tract could have led to a serious respiratory infection requiring treatment. There was patient involvement. Sample photo has been provided.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.